Event description:
A canister in a centrifuge bucket broke, damaging the rotor, lid gasket and denting the centrifuge lid. Specimens and broken tube pieces were expelled from the space between the lid and the centrifuge body. No injuries were attributed to this event.